Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer resolved the issue by changing the reservoir. Customer reported that the alarm occurred during manual prime. Customer was unable to troubleshoot at the time of the call. Customer is requesting to return the product. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-31224.